Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and a loss of consciousness and paramedics were called. Upon arrival of the paramedics, customer was administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.